Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor storage(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 371 mg/dl. The customer's expected fasting blood glucose test result range is 160-215mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 3/22/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time set incorrectly: (B)(6). Memory concerns: customer is concerned with the result of 371mg/dl in the meter's memory. The customer testa fasting in the mornings and in the evening. The customer has not had any changes in the diet. Unable to perform a back to back blood test since customer stores the test strips in the bathroom. Customer advised of the proper storage.